Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (belt connection issues, check therapy pad messages) was confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were damaged, creating an insecure connection with the monitor. The cause of the check therapy pad messages was the damaged connector on the electrode belt. The root cause of the damaged connector is excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing belt connection issues and check therapy pad messages.